Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needleless connector. The needle is not doing the job as expected. There was no harm to the user. There is a danger for professionals and family members to be exposed to a cytotoxic agent (chemotherapy spill). Response received on 26 july 2023: patient has "neo pancreas and lung" and is receiving folfiri (5-fu) for treatment. Flow was observed during infusion with positive displacement pump, believed related to hydration or diaphoresis. Patient received full treatment. Additional information received on 9/11/2023: "day of infusion withdrawal, patient notices flow in the chest where the tubing. Verification done, presence of flow at high irrigation with ns 10ml syringe. Folfiri treatment. Presence of chemotoxic agent."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a crack in the y-site was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope of the known issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needleless connector. The needle is not doing the job as expected. There was no harm to the user. There is a danger for professionals and family members to be exposed to a cytotoxic agent (chemotherapy spill). Response received (B)(6) 2023 patient has "neo pancreas and lung" and is receiving folfiri (5-fu) for treatment. Flow was observed during infusion with positive displacement pump, believed related to hydration or diaphoresis. Patient received full treatment. Additional information received (B)(6) 2023: "day of infusion withdrawal, patient notices flow in the chest where the tubing. Verification done, presence of flow at high irrigation with ns 10ml syringe. Folfiri treatment. Presence of chemotoxic agent."

Event description:
It was reported by customer that there was a leak of chemotherapy at the level of the junction of the y tubing, i.e. At the bottom of the needleless connector. The needle is not doing the job as expected. There was no harm to the user. There is a danger for professionals and family members to be exposed to a cytotoxic agent (chemotherapy spill). Response received (B)(6) 2023 patient has "neo pancreas and lung" and is receiving folfiri (5-fu) for treatment. Flow was observed during infusion with positive displacement pump, believed related to hydration or diaphoresis. Patient received full treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.